Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the back therapy electrodes. It was described as little red dots on the back. The patient was prescribed a cream (mupirocin 2%) by a physician. The patient reported that the irritation improved.